Event description:
Information was received indicating that an over infusion of propofol was going to occur via a smiths medical medfusion 3500 syringe pump. However, the physician noticed the overdose error prior to the medication reaching the patient. It was reported that per the ecri hazard report an unexpected software behavior occurred which may lead to over-infusion. There were no reported adverse effects.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional and delivery testing; no problems were identified. The device alarm history was examined; no delivery related alarms were found. The reported issue was not confirmed during testing.